Event description:
It was reported that an arteriotomy closure of the common femoral artery was successful using a starclose se device after a left heart catheterization procedure. Reportedly, after the device deployed successfully, the patient informed the physician of an allergy to nickel. The physician was unaware of the patient allergy until after the completion of the procedure. There were no symptoms or adverse effects reported. There was no reported adverse patient sequela. No clinically significant delay in the procedure or therapy was reported. It was reported that the physician is trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The deployment of the starclose clip in a patient with a hypersensitivity to nickel is considered use other than intended as indicated in the starclose se instructions for use (IFU). The IFU states: the starclose se vascular closure system is designed to deliver a nitinol (nickel and titanium alloy) clip to close femoral artery access sites following percutaneous catheterization procedures. The IFU also states: the starclose se vascular closure system is contraindicated for use in patients with known hypersensitivity to nickel titanium. Reportedly, the physician was informed of the patient allergy to nickel after the procedure, indicating the contraindication was not ruled out prior to the procedure. There was no reported device deficiency and it was reported that the device deployed successfully. Based on the reported information and the inspection criteria, the reported patient effect of hypersensitivity is due to an inadvertent failure to follow procedure as stated in the IFU. Review of the device history record for this lot did not produce any findings relevant to this report. Based on the investigation, there does not appear to be any indication of a product quality deficiency. To assure that all products perform according to specifications they are subject to inspection and a quality control audit inspection is performed to verify product quality.